Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms. Triad was performed and normal impedance measurement was noted. The wireless electrogram (egm) showed a little noise but the rest of the parameters were fine. Additional information was received indicating that noise was not reproduced during isometrics. Lead measurements will be closely monitored through remote monitoring system and a re-evaluation was scheduled. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that 3 terminal connectors were returned severed approximately 5 centimeters (cm) from the terminal pin. Resistance testing was completed to assess electrical performance. The returned portions of the lead were found to be electrically continuous. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Additional information was received that the patient died approximately two years later with no additional information linking the product to the patient death. A portion of the lead was returned and the remaining portion of the lead remains surgically abandoned in the patient.